Manufacturer narrative:
Per issue, pt had antibiotics and heparin flush before coagulation test. Pt current medication may interfere with coagulation test and may contribute to unexpected or inaccurate inr result. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 2.4 inr, reference: 1.9 inr, mean: 2.15, confidence limits 1.4 - 3.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued at this time. Pt's antibiotics may be one of the factors affecting inratio test results. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. No product was expected to be returned. Retained strip test result comparison met accuracy criteria. (B)(4). Action threshold (B)(4) has reached. From 8/19/2010 to 6/29/2011, there have been 10 therapeutic and 6 normal donor sample tests performed. Test records indicated all strip test results met product performance when compared to the results from in vivo tests. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 1.9, lab: 2.4. Results done within minutes of each other. Pt's target therapeutic range is 2.0 - 3.0.